Manufacturer narrative:
(B)(4). Batch # 666a41 investigation summary : the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage with a gst60g reload loaded in the device. Additionally, the reload was received with the left side fully fired, the right side partially fired 1/4. Upon evaluation of the reload, the reload body, one-piece sled, and some drivers were noted to be damaged. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the one-piece sled has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device plee60a lot number x94r8n and no non-conformance were identified. Manufacturing date: 04/12/2022, expiration date:03/31/2025.

Event description:
It was reported that during the sleeve gastrectomy procedure, plee60a used. Very experienced surgeon using device. First firing successful. During 2nd firing, the remnant/specimen side of the stapler did not close. One side closed, one did not. Reload in device. The surgery was delayed but unknown time. The procedure was completed successfully with no patient harm.